Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The tube was disconnected from the auxiliary common gas outlet and prevented ventilation in that mode. The auxiliary common gas outlet switch was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit leaked. There was no report of patient involvement.